Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) generated an error message. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. Tse recommended the customer to perform the ground isolation check, and reseat or replace the graphic user interface (gui) cable. The customer informed to have reseated the gui cable, and performed ground isolation test. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).